Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown liner-unknown, unknown-unknown cup-unknown, unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00475 . Reported event was confirmed via x-ray review. Radiographs were provided and reviewed by a health care professional. Radiographs were provided and reviewed by a health care professional. Review of the available records identified superior dislocation of the femoral head with bony impaction along the supra-acetabular region. No radiolucency. Device history record review was unable to be performed as the lot and part number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported patient has been indicated for revision due to possible dislocation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.